Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of it hitting their whole body and leaving marks all over was determined. When asked about the most likely cause they stated that two teeth had been hit inside. Their neck, head, and left hands were shaking. They stated "control" and heart attack feel. They then stated it was unknown and dangerous and they think someone else "hands" (note it was difficult to decipher the patient's writing). When asked what steps were taken to resolve the issue they stated none, so they had been living with this (the device) being harmful. It had been documented and nothing was fixed. They noted that "if they die the interstim would be taken care of (wrong)." This had not yet been resolved. They stated that everywhere they go and walk on properly messing up. They stated it was torturing them and that this had been taken out of their stinging own hands that they took care into (somebody else). They noted that the manufacturer would need to check and find out on their logs. Their device had been doomed for 5 years. They tried to have someone fix it they said they don't connect. In 2016 was the first time, they think they were feeling jolts throughout their body. They were jumping out of their skin. They had a tight spine like it was breaking their back, thoracic, shoulders, and shoulder blades were popping in and out of place. They had been put to sleep 2 time and nothing was fixed. In 2020 to evaluate themselves.

Manufacturer narrative:
Note that the h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the patient had become convinced that the device was being used to manipulate them via external factors. The hcp stated they recommended device removal in order to remove any idea that the device had any external control over the patient's life. The hcp confirmed the patient's interstim battery and lead were successfully removed on (B)(6) 2024.

Manufacturer narrative:
The supplemental regulatory report sent on 2025-oct-17 was incorrectly submitted as 'additional information' when it should have been submitted as a 'correction'. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their device was acting like it is for their whole body (possibly that patient feels stim in their entire body) and it was not and their programmer is messed up. Patient said they have been reprogrammed and someone else has been taking care of it and they have told their doctor about it hitting their whole body and leaving marks all over. Offered to help patient (pt)  use their equipment to turn therapy off to see if that resolves the sensation in their entire body. Initially pt said they lost their communicator and their samsung device was upstairs, it was not charged. Pt asked if they could replace it like in the past. Reviewed how the communicator could be replaced and redirected to their doctor to further address the issue. The patient mentioned other medical history. This included patient said when they use their device equipment "someone's car goes off" they are so tired of people trying to mess with them and it is criminial, they think they are a genius in these dang things and they are mad at everyone, they think it's because of insult out of jelousy, they played around and they wanted the upper hand and didn't want to help them, they wanted to set another one up and put something in them to hurt them, someone else could set a box out and wi-fi turned off on them.

Event description:
Additional information was received from the patient. They called back and stated they had an implant that had been shocking and jolting them for years off and on. The patient stated it was hard to get anyone to fix it. The patient reported that spasms had been going up in their head too. The patient was implanted for the bladder and interstitial cystitis, and it felt like it was working for the spine. The patient stated it like spun inside them and shocked them. The patient would be laying there and their wrist and ankles would pop, and move around their hands, knees, back, and head. The patient stated their whole body popped. The patient reported they could be laying down and their whole inside jolted; it kind of jerked. The patient stated it felt like a heater at night. Their chest was pounding a lot where they couldn't even move. The patient stated this had been going on the last six years, but for five years it seemed now it was every day. The patient stated their teeth had even cracked from something like a spasm hitting them in the m outh. The patient had to have a crown put back on that popped out. The patient reported they had a spasm in their brain stem. The patient stated it was like they had different ones in their body for different things when it was for one thing. Because of their hearing, the loud hearing they couldn't stand their self. When asked if they had met with their doctor about this issue, the patient stated yes, and no one wanted to foul with it. The patient stated they went to the (B)(6) in building b urology group in (B)(6) on monday to see a physician assistant (pa). The patient stated they were seeing the pa to see if they could fix it. When asked who they were [seeing], the patient stated they thought they were a doctor and thought they worked for [the manufacturer]. The patient called it "the punch", like when something punched you, that's what it had been doing all throughout them. When asked if they tried to turn it down/off or if they had changed programs, the patient stated they couldn't; it couldn't work. The patient stated they had to fix it in 2022 for another one and they got it working. The patient stated they had a samsung phone, and had the old controllers for the old device but they didn't connect. The patient stated they hadn't controlled the device in the last couple years. The patient stated they were jerky and shaky in their hands; it was like a malfunction. The patient was assiste d with trying to connect to the implant. It was confirmed the patient was going into the correct application. The patient received the message "was power on, was communicator charged, was communicator near handset." It was confirmed that the blue solid light was on the communicator. The patient received a message "device not responding" reposition over stimulator. The patient confirmed [the communicator was] not plugged into the charging cord, there was no emi, [the communicator was] placed vertically with the blue side against the skin, and the patient could palpate the stimulator. The patient received a 'device not responding' message again. The patient confirmed the communicator was directly on the skin. The patient said they had been burnt so many times with this thing. The patient believed the controller was in someone else's hands the way it had been doing because theirs didn't work. The patient was instructed to lean forward. The patient stated they received a letter from [the manufacturer] asking about the shocking and jolting, and the patient needed to send it back to [the manufacturer] before [the manufacturer] got a malpractice lawsuit for killing them. The patient stated the second one they had (understood to be an external device) started malfunctioning and they were sent a new one and it was already programmed. When asked if the device inside of them had shifted or moved, the patient stated "oh, yes". The patient stated it needed to be turned off. When asked if one of the doctor's had communicated with the device since this issue started, the patient stated "oh yes, and they couldn't figure it out." At times they could communicate with it and other times they couldn't. The patient had imaging done at (B)(6) at the hospital a couple months ago. The patient did not specify if they saw anything. The patient wanted physician listings. The patient mentioned they had cramps. The patient was saying it needed to be rerouted. The patient said there might be a lead messed up. The patient was laying and their left hip popped. The patient said whoever was doing this should be ready because they were ready to sue them, and said it would ruin [the manufacturer's] business if [the manufacturer] didn't do something. The patient stated electrocautery was what was going on in their body. It was explained to the patient that electrocautery was a procedure done on the body. The patient said, "well that was what must have happened to me, they must have used it in surgery." The patient stated it felt like it was grabbing their only ovary. The patient said they had surgery in 2023. The patient said they had been bleeding through their urethra, and they were on a blood thinner (plavix) because it had been doing this. The patient stated they took one a day for three months. The patient had a bruise on their legs where it showed where they were ruining their legs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.